Event description:
It was reported that this pacemaker exhibited cross-talk oversensing of atrial events on the ventricular channel. Technical services (ts) reviewed the event and provided reprogramming recommendations. No adverse patient effects were reported. This pacemaker remains in service.